Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion test, delivery accuracy test test and excessive no delivery test due to motor error alarm. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked j2/lcd keypad connector. No intermittent buttons or button error alarm noted. Unit received with partially broken off piece at the reservoir tube lip. The pcap / reservoir locked in place properly.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose level of 839 mg/dl. The customer had symptoms such as diabetic ketoacidosis and treated with insulin pump and manual injection. Customer's blood glucose value was 169 mg/dl at the time of the call. The customer reported that he was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 839 mg/dl. The customer was treated with insulin and IV drip. The customer's parent also reported that the customer insulin pump had a keypad anomaly and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.